Event description:
N/a

Manufacturer narrative:
The getinge field service engineer (fse) performing the field corrective action observed that the battery only charged for 61 minutes instead of the minimum 135 minutes. To resolve the issue the fse has ordered a battery for replacement. The unit has not been cleared for clinical use pending battery replacement. A supplemental report will be submitted if additional information is provided. The full name is (B)(6).

Event description:
It was reported that during a field corrective action, the cs100 intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
It was reported that the iabp has not been released for use and is unknown when this unit will be serviced and returned to the customer for clinical use. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during a field corrective action, the cs100 intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement, and no adverse event reported.